Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. It was noted the patient was explanted on (B)(6) 2014. It was reported the stimulator was removed because the patient did not like the service surrounding reprogramming. It was noted the stimulator did not control the pain and caused more pain than before implant. It was reported the patient¿s pain was in their foot due to neuropathy. It was noted the patient had another lead put in (B)(6) 2013 and they still couldn¿t get therapy to the foot. It was reported the patient had drop foot.